Event description:
The consumer reported that the patient fell on (B)(6) 2016 and their hips were hurting. The patient experienced a loss or change of therapy. Three or more days prior to (B)(6) 2016, the patient had a return of bladder symptoms. The patient had poor communication on the patient programmer on (B)(6) 2016. The patient's implantable neurostimulator (ins) was off on (B)(6) 2016 and the patient was able to turn it back on. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation.

Event description:
Additional information reported that the patient still has not found a managing physician. The patient was still expiring hip pain. The patient stated that ¿it was the urettirea; and was replaced in another area due to the bladder.¿ the patient also reported that they had incontinence.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.